Event description:
The customer reported that the o3 module provided inaccurate rso2 readings. No consequences or impact to patient were reported.

Manufacturer narrative:
Additional manufacturing narrative: other, other text: the returned device was evaluated. External visual inspection found no damage or defects. During functionality testing the o3 sensor was placed in o3 regional oximetry diffuser fixture, measurements are not obtainable on either channel and an error message is displayed. Unable to perform accuracy test as the module cannot take measurements. The m12 connector was observed under a microscope and contamination was observed in the m12 connector pins. A service history record review reveals that this unit was in the field for over three (3) years with no previous reported issues related to this reported event.

Manufacturer narrative:
Attempts have been made to obtain the product. The product has not been returned to masimo to allow an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted.

Event description:
The customer reported that the o3 module provided inaccurate rso2 readings. No consequences or impact to patient were reported.